Event description:
Related manufacturer reference number: 3006705815-2024-02202. It was reported that during an rfa procedure, the ipg was damaged, making it inoperable. It was also reported that patient experienced ineffective stimulation. Surgical intervention took place on (B)(6) 2024 to explant and replace the damaged ipg and add an additional lead to address the ineffective stimulation on the patient's existing pain pattern. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3189ans, UDI: (B)(4), serial: (B)(6), batch: 8156773.